Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00346. Reference exemption number e2017029.

Event description:
It was reported a patient was burned while using a twist drill and trocar.

Manufacturer narrative:
An investigation could not be performed because no device was returned. The most likely root cause is lack of cooling or a high rate of speed during use. Review of the device history records was not possible due to no lot number being identified. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.